Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic cystocele/rectocele, previous anterior repair and burch urethropexy. It was reported that the patient underwent excision of vaginal mesh, cystourethroscopy and pelvic exam under anesthesia on (B)(6) 2012 for dyspareunia and need for excision of mesh. It was reported that the patient had placement of restorelley- mesh, abdominal sacral colpopexy, extensive lysis of adhesions, right ovarian pericystectomy and cystourethroscopy on (B)(6) 2012 for post hysterectomy prolapse and right ovarian cyst. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.